Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was received at the service center and evaluated. It was found that the distal tip / objective was bent, dented and cloudy/foggy. The reported complaint was confirmed. The objective and objective window were replaced. Given the information provided we cannot discern a definitive root cause for the identified failures, however the defective objective is the root cause for the reported issue of having black spots on the lens. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 08/17/2018 and passed all functional testing before being returned to the customer. At this time, no corrective action is required, and no further action is warranted, as the device was repaired and is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure the arthroscope had black spots on the lens. The case was completed with this device with no patient harm or delay. The device is being returned.